Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, tiredness, hypothyroidism, obesity, adenomyosis, chronic cervicitis, menorrhagia, gravida I, parity 1 and hashimoto's thyroiditis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines,"), depression ("depression"), abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), mobility decreased ("impaired mobility"), insomnia ("insomnia"), vitamin b12 deficiency ("vitamin b12 deficiency"), urticaria ("hives"), rash ("rashes"), arthritis ("arthritis"), thyroid cyst ("thyroid cysts") and palpitations ("heart palpitations"). The patient was treated with surgery (robotic - total laparoscopic hysterectomy,bilateral salpingectomy,lysis of adhesions,cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dyspareunia, migraine, depression, abdominal pain lower, ovulation pain, feeling abnormal, mobility decreased, insomnia, vitamin b12 deficiency, urticaria, rash, arthritis, thyroid cyst and palpitations outcome was unknown. The reporter considered abdominal pain lower, arthritis, autoimmune disorder, depression, dyspareunia, feeling abnormal, genital haemorrhage, insomnia, migraine, mobility decreased, ovulation pain, palpitations, pelvic pain, rash, thyroid cyst, urticaria and vitamin b12 deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: non filling of both fallopian tubes as discussed. No endometrial filing defects. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.